Manufacturer narrative:
A spacelabs field service engineer performed an investigation of the device and the cable from the system status computer (ssc) to the pcba was replaced. The reported problem could not be duplicated. The device passed all tests and was returned to patient service. During the issue involving the display unit, the arkon automatically activates the emergency oxygen and the licensed clinician, who is in constant attendance, can continue to manually ventilate the patient while power cycling the device which resolves the issue. The investigation findings show no risk of serious harm to the patient and no serious risk should the event recur, however spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2016 the arkon turned off during use. No injury was reported as a result of this event.